Event description:
It was reported that the connection between a one link catheter extension set and a non-baxter set came apart after infusion. The reporter stated that "non-baxter caps have fallen off of the one link". There was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.